Event description:
It was reported that the sonopet tip sleeve melted during a procedure. A back-up unit was used to complete the procedure. There was no delay in the procedure. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed that the angle nut of the device was twisted due to over-torquing. An over-torqued angle nut has the potential to cause overheating of a sonopet tip.